Event description:
It was reported that this right atrial (ra) lead exhibited noise with oversensing and resulted in pacing at the maximum tracking rate (130 bpm). The patient reported experiencing shortness of breath. After recommended programming changes from boston scientific technical services (ts), the patient's heart rate decreased. This right atrial (ra) lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).